Manufacturer narrative:
Alinity I processing module for serial (B)(6) was evaluated. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6) was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitivity troponin-I for a 42-year-old male with a history of history of left radiculopathy and shingles of left chest. The following results were provided: sid (B)(6), initial troponin result= 70.4 ng/l; repeat results (in triplicate) < 3.0 ng/l the patient received morphine for the chest pain. Additionally, due to continued chest pain, the patient received two doses of nitroglycerine. An EKG with IV contrast was performed and found to be normal. The patient¿s chest pain was a possible unstable angina. There was no additional impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I stat high sensitivity troponin-I for a 42-year-old male with a history of history of left radiculopathy and shingles of left chest. The following results were provided: sid (B)(6), initial troponin result= 70.4 ng/l; repeat results (in triplicate) < 3.0 ng/l. The patient received morphine for the chest pain. Additionally, due to continued chest pain, the patient received two doses of nitroglycerine. An EKG with IV contrast was performed and found to be normal. The patient¿s chest pain was a possible unstable angina. There was no additional impact to patient management reported.